Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to excessive force. The event can be detected by following the instructions for use (IFU) which state: -precautions : perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. -inspection of the endoscope : inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. The event can be detected and prevented by following the instructions for use (IFU) which state: -do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. -do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a leak in the bending tube and the biopsy channel of the uretero-reno videoscope found during reprocessing. The procedure, prior to the occurrence, was completed using the device; however, the procedure after was not. Upon inspection and testing of the returned device, it was discovered the bending section was broken. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of a broken bending section found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, there was a leak coming from the bending section and the biopsy channel. It was also noted the bending rubber was broken/torn/ruptured, and the metal was sticking out. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.